Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised that when removing trushot from pilot hole, pull device straight out. Do not rotate or oscillate device about its axis or breakage of inserter tip and/or anchor may result. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instruments after use to ensure they have not been damaged. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the representative reported an issue with the trushot with y-knot 1.3 mm all-suture anchor with one no. 2 (5 metric) hi-fi suture with needles, item # y13tn, lot # 985173, that was encountered on (B)(6) 2019 during a peroneal tendon repair. It was reported that the distal tip of the drill bit is fluted. After the hole had been drilled, as the drill bit was being backed out of the hole and removed from the trushot "gun" handle, the fluted portion of the drill bit broke off. Approximately 1 cm of the tip broke. The surgeon was able to recover the broken portion of the drill bit as the tip broke off in one piece. That entire piece was removed from the patient. The procedure was completed with one additional anchor from the same lot number and one 2-0 trushot shallow. The case was successfully completed with a reported delay less than 2 minutes to remove the fragment of drill bit that was broken, to open, re-drill, and insert a second anchor. No additional medical/surgical intervention was required for the patient due to these issues. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.